Manufacturer narrative:
Unit received with intermittent button response on the esc button due to flattened dome switch (no crease) j2 connector on lcd board was not unlocked during visual inspection. Broken battery tube threads noted. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump battery hatch broke. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced.